Event description:
It was reported that the unit was not warming the patient as much as they would like; after 45 minutes, the temperature reading of the unit had not warmed at all. Additional information regarding the event is being requested from the user facility.

Event description:
It was reported that the unit was not warming the patient as much as they would like; after 45 minutes, the temperature reading of the unit had not warmed at all. Upon further communication with the customer, they confirmed that the issue was likely due to user error and there was no defect alleged. The customer will be provided with additional training on the atrix unit.

Manufacturer narrative:
The investigation is completed. Executive summary and section h codes were updated to reflect investigation results.